Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer stated that she has sleep apnea and wears a mask at night. The customer stated that she did not hear the alarms, but her husband did and woke up because she was making a weird noise. He looked at her and she had her hands balled up by her face. He thought his wife was a stroke; then he tested her glucose level and it was 40mg/dl. He mixed the glucagon shot and gave it to her in the arm and called the paramedics. Her husband checked her glucose level again, and it was 31mg/l. When the paramedics arrived her glucose level was 70mg/dl. The customer felt better after an hour. Troubleshooting was declined as customer stated that the cause of the event was due to a change in exercise routine not because of the insulin pump. No further information was provided.